Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater than or equal to 250mg/dl but less than 500 mg/dl with confusion, shortness of breath, and symptoms of dehydration and abdominal pain associated with an alleged button/keypad issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that the up, down and ok buttons were under responsive to user presses with moisture corrosion present in the battery compartment. It was also noted that due to the unresponsive keypad, the patient was unable to prime the pump due to the inability to confirm the steps and the pump emitted alarms. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged button keypad issue.